Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer within three months of the date of the event. Batch records for the lot identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process. Medical records have been received by the manufacturer. At the conclusion of the investigation, a supplemental report will be filed with the results of the clinical investigation.

Event description:
A peritoneal dialysis stated that the patient had peritonitis in (B)(6) and it continued in (B)(6) of 2014. The nurse stated that the peritonitis was re-current from (B)(6). Patient had her catheter removed in (B)(6) 2014 and was given antibiotics. Sample is not available for return; sample was discarded.